Event description:
The customer reported that the left monitor did not display a signal input.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed, inspected and cleaned the video connection and connectors. He reseated the monitor cart circuit boards and connectors. The system operates as intended.